Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringes integra 3ml w/ndl 23x1 rb experienced premature needle retraction during use. The following information was provided by the initial reporter: consumer provided product information in email of complaint taken. Stated, when taking injection, the spring pops lose and is floating around inside the barrel with medication. Stated, he's wasting medication provided pharmacy information and confirmed address. Lot: 8211538. Catalog: 305271. Date of event: (B)(6) 2020. Major concern over a lot of bd integra syringe 3ml 23g x 1. I use these to take my prescribed medicine. I require .75ml. Everytime I use, the spring pops during injection and the medicine is left in the syringe and the needle retracts. This causes my medicine to be wasted and it's a very costly medicine. This happened with 4 different syringes today ((B)(6) 2020).

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 4 syringes integra 3ml w/ndl 23x1 rb experienced premature needle retraction during use. The following information was provided by the initial reporter: consumer provided product information in email of complaint taken. Stated, when taking injection, the spring pops lose and is floating around inside the barrel with medication. Stated, he's wasting medication provided pharmacy information and confirmed address. Lot: 8211538; catalog: 305271; date of event: (B)(6) 2020. Major concern over a lot of bd integra syringe 3ml 23g x 1. I use these to take my prescribed medicine. I require .75ml. Everytime I use, the spring pops during injection and the medicine is left in the syringe and the needle retracts. This causes my medicine to be wasted and it's a very costly medicine. This happened with 4 different syringes today (B)(6) 2020).